Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Replacement oral-b cross action and one of the brush head keep falling out in mouth [device breakage]. Case narrative: elderly male consumer via phone stated that the replacement oral-b cross action toothbrush head kept falling out in his mouth. No injury was reported.

Manufacturer narrative:
Product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Replacement oral-b cross action and one of the brush head keep falling out in mouth [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: elderly male consumer via phone stated that the replacement oral-b cross action toothbrush head kept falling out in his mouth. No injury was reported. 06-sep-2024 product investigation results: the suspect product was confirmed to be oral-b power oral care refills cross action antibac eb50ab. The concomitant product was confirmed to be oral-b rechargeable toothbrush handle 3756. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. 10-sep-2024 case update from information initially received on 06-aug-2024: the suspect product was oral-b power oral care refills crossaction eb50 brush set 8ct. No injury was reported.